Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/24/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/07/2017 with the following findings: there was no evidence of pump reboot events found in the black box. The pump was returned with moisture visible through the display lens. A leak test failed due to a bolus button leak. Moisture was observed on the power printed circuit board wire. The pump was exercised for 24 hours with no loss of power occurring. The battery compartment was cracked from case seal traveling to the grip pad.